Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while broaching with the manual extra curved anterior broach handles, the post on the broach snapped of the broach while the broach was seated in the femur.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify, or identify any product contribution to the reported event with the information provided. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.